Event description:
It was reported that during a lap gastric bypass procedure that an ets45 with a blue reload was used for the first firing to create the gastric pouch. Long60 was used as the second stapler for creating the gastric pouch. The first firing was with a blue reload, used manual release to open. Second firing, used manual release to open as well. Opened a new gun for the 3rd firing. Fired ok. When looked at the gastric pouch, it appeared that the second firing may have cut, but, no staples. There was an opening in the stomach that had to be closed with suture, or an add'l firing. The following note was written on the box: gun not releasing after fired x's 2 reloads. The surgeon was not sure if a staple "was in the way", when fired the second time, and, cause it to not staple and cut properly. Reloads not saved. Not certain if this contributed to the leak and cause to return to or. Case completed with another device of the same product code.